Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the keyboard. The ventilator passed all testing.

Event description:
The customer reported that the ventilator touchscreen was unresponsive. There was no patient connected to the device at the time of the event.